Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had hbgs and was vomiting. It was verified that the programming and histories were accurate. During troubleshooting, the pump alarmed and the customer was advised that the pump should be replaced. No further details.